Event description:
A consumer reported that pt's ot ultra meter would not power on even after battery was replaced. Pt was having symptoms of low blood glucose at time of incident and could not have their blood glucose checked. Meter failed troubleshooting on the phone with customer service. Meter was replaced.